Manufacturer narrative:
(B)(4). The guide wire was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed however the resistance with the balloon catheter was unable to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a hi-torque balance middleweight (bmw) universal ii guide wire crossed a mildly calcified lesion in the mildly tortuous distal left anterior descending coronary artery without much difficulty, followed by advancement of a of a non-abbott balloon dilatation catheter (bdc), with resistance felt between the bdc and bmw during advancement of the bdc. After completing dilatation, although no force was applied, the bdc was retracted over the bmw with resistance felt between the two devices. After withdrawing the bdc from the anatomy, the bmw was withdrawn from the anatomy without resistance. The bmw guide wire tip coil was noted to be stretched. Another unspecified guide wire and new unspecified bdc was used to complete the procedure with a satisfactory final outcome. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.